Event description:
Elderly, black female admitted to nursing center on 8/16/95 with cancer of left breast, alzheimer's , arthritis, hypertension. On 9/4/95 a blister developed on pt's right upper groin area, burst, drained brown liquid while aide bathing. Dr on call ordered staff to cleanse wound with normal saline and apply dressing. On 9/6/95, nurse noted dressing started to come off. Dressing removed, nurse noted large open area about size of dressing. Dr requested to see pt next day. Dr admitted pt to care center and diagnosed with cellulitis and renal failure. Pt expired 9/11/95.